Event description:
A customer reported experiencing a tandem mobi cartridge alarm, confirmed by technical support, but it did not cause the customer's blood glucose level to exceed 500 mg/dl, remaining within a normal range. The issue did not occur during the loading process, and this was the first report for cartridge alarms 30, 34, or 35 with this pump serial number. However, there were reports of cartridge alarms with consecutive cartridges. Technical support decided to replace the pump as a corrective action.